Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was a call service 078 alarm. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1 date of submission 10/20/2015-device evaluation: the pump has been returned and evaluated by product analysis on 10/05/2015 with the following findings: a review of the pump black box data showed evidence of call service (078) alarms. During testing, the pump emitted a 078 call service alarm during the rewind step. A visual inspection of the pump showed moisture in the display. The pump casing was cracked near the top right corner of the display. The pump failed a leak test due to this. The pump cover was removed and moisture damage was found on the printed circuit board.